Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the bolus settings were incorrectly programmed and an incorrect manual calculation of dosage).

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that from (B)(6) /2014 the patient until midday (B)(6) 2014 the patient¿s blood glucose (bg) went from 13mmol/l to 19mmol/l brought down through syringes then after resuming pump went back up to 26mmol/l with extreme drowsiness/difficulty waking up/confusion and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was found that the bolus settings were incorrectly programmed and there was incorrect manual calculation of dosage. The reason for the adverse event has been attributed to use error (the bolus settings were incorrectly programmed and an incorrect manual calculation of dosage).